Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/04/2025, a sales representative reported via phone that an ar-4551 sutureloc, meniscal root repair kit experienced an issue during a meniscal root repair procedure on (B)(6) 2025. Specifically, the second passing stitch was inadvertently pulled out while the first repair stitch was passed through the meniscus repair site. As a result, the second stitch could not be passed, and the implant was removed from the patient. A second ar-4551 sutureloc kit was implanted to successfully complete the case. There was no patient harm reported.